Manufacturer narrative:
Result: faulty head-end lift potentiometer.

Event description:
It was reported by service report that the bed did not have power. No pt involve m,ent or adverse consequences were reported.